Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint cites t2 non-deployment. This device is used. T1, t2 and suture are with the device but freed from the needle track. The device is in poor condition. The delivery needle is quite deformed. This is consistent with difficulty in reaching the desired procedure site. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the device no longer actuates due to the damage attained. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that one of the anchors did not deploy. A backup device was available to complete the procedure with a short delay. No patient impact was reported.